Manufacturer narrative:
This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history an is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's programmer and charger were destroyed in a fire approximately 2 months ago. As a result, the patient has not charged her ipg since that time. A sjm representative was unable to establish communication with the patient's ipg. The patient is to consult with a physician regarding surgical intervention as the next course action.